Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involves a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and did not identify a specific root cause. The investigation for this event is ongoing.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas c702 analyzer. The event involved erroneous results for calcium gen.2 for 24 patients. The patients' age, gender, and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.

Manufacturer narrative:
Further investigation by the manufacturer did not identify a specific root cause for the event. No systemic issue with the device was identified during the investigation of this event.